Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electrical board. Unable to verify missing segment due to blank or flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The patient¿s blood glucose level was unknown. Customer reported that pump is alarming and flashing white and black with no message displaying on his screen. Customer states the notification light is also flashing. Customer reports display is flashing. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.